Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number:3006705815-2022-18408. It was reported the patient experienced ineffective stimulation. Troubleshooting revealed lead migration. Surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.